Event description:
It was reported that the artificial urinary sphincter (aus) device was implanted and the doctor said that the pump was not refilling and the cuff was not collapsing properly. They took the implant out and they put a new one in.